Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l3-l5 tlif where rhbmp-2 was implanted with interbody spacers, autograft, allograft, and dbm putty. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: the patient underwent the following procedures: irrigation and debridement of left flank stimulator site. Removal of spinal cord stimulator leads and battery. L3-4 major discectomy with laminoforaminotomy. 4. L4-5 major discectomy with revision laminectomy. L3-4 and l4-5 posterior interior-body arthrodesis. L3-4 and l4-5 insertion of inter-vertebral device. L3-4 and l4-5 posterolateral fusion. L5-s1 revision posterolateral fusion. L3-4 non-segmental pedicle screw instrumentation. L5 re-insertion of spinal fusion. L5-s1 exploration of spinal fusion. Major left iliac crest structural autograft harvest. Morcellized iliac crest bone graft. As per-op notes, "at l3-4, cancellous autograft was packed in the anterior disk space followed by a half strip of bmp followed by placement of inter-vertebral graft after adequately hydrating it for appropriate time. This was performed in the exact manner at l4-5. The cancellous autograft was subsequently placed within the interval in the lateral gutter between the l3 transverse process and the lateral fusion mass at l5-s1. This was followed by placement of cortical cancellous strip, bmp and dpm putty and cancellous mixture."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.